Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter read inaccurately erratic. The patient manages her diabetes with metformin and insulin (unknown type). The patient indicated that the alleged issue started on "(B) (6)" at around 10:00 am. The patient reported blood glucose results of "116, 132, and 152 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <= 20 mg/dl. Two minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness and "blurred." The patient denied receiving treatment because of the alleged issue. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.